Manufacturer narrative:
Concomitant medical products: product ID 8590-1, lot# n306457, implanted: (B)(6) 2012. Product type: accessory: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter. (B)(4).

Event description:
It was reported the patient¿s prior pump and catheter were removed at some point due to infection. It was later reported perioperative antibiotics had been administered. The reporter indicated that the onset/diagnosis of the infection occurred three weeks after a particular event however information reported to the manufacturer identifying this event was illegible. The signs and symptoms the patients experienced were a fever and redness. The primary location of the infection was the device pocket. A culture was obtained from the device pocket; staphylococcus aureus was cultured. Diabetes was reportedly a risk factor that applied to the status of the patient before implantation of the device. Treatment included IV antibiotics, oral antibiotics and total device system explant. There was additional information provided deemed to be ¿other information of importance¿ however the information reported to the manufacturer identifying this ¿other information of importance¿ was illegible. The infection reportedly resolved. The device system had been used to deliver ¿other intrathecal drugs¿.